Event description:
The patient reportedly experienced head pressure and fullness in his ear since implant surgery. The patient also reported a slight soreness directly over the implant site at the end of the day. The surgeon diagnosed his symptoms as migraine associated with the cochlear implant process. The surgeon prescribed topamax. Magnet adjustment in the external equipment alleviated some pain at the implant site. The patient is being monitored.